Manufacturer narrative:
A leak was detected within the irrigation line. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
This report is to advise of an event observed during analysis confirming the reported irrigation leak of the catheter.